Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by a customer's attorney indicates that a customer suffered hypoglycemia that resulted in a seizure on (B)(6) 2017. The attorney states that the customer had a malfunction from their insulin pump that caused an over delivery of insulin to the customer. The customer was found unconscious and unresponsive and was rushed to the emergency room by paramedics. The attorney states that the customer severe brain trauma due to the incident and required surgical procedures. The customers symptoms and blood glucose levels at the time of the event were not provided. The products were not returned for analysis.